Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the product was grafted on (B)(6) 2017 and on (B)(6), the patient presented in medical office with an infection and revision/medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on may 2, 2017. Results: the unit will not be returned for evaluation since it was implanted in the patient and has not been removed. As per evaluation of the ten (10) retain sample units no anomalies were observed. All units met product and packaging specifications. DHR review; no anomalies were reported during the packaging process of this lot that could be related to the reported condition. Complaints history; since april 2015 to april 2017, only one (1) complaint (the one being investigated) related to ¿neuragen infection¿ has been reported in the neuragen family at integra. (B)(4). Conclusion: the reported condition described as ¿neuragen infection¿ could not be confirmed to be related to neuragen manufacturing or packaging process because there are controls in place during the process such as gowning, controlled areas, area and product monitoring, and validated sterilization cycles to prevent this type of events. Therefore, it is not possible to determine a root cause for the reported condition.